Event description:
It was reported that entrapment occurred. The patient presented with angina. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was introduced and intravascular ultrasound was successful. When the opticross was removed, the wire also came out and it was noted that the wire was stuck on the tip of the opticross catheter. The physician rewired the vessel and continued with ballooning and stenting to successfully complete the procedure. No patient complications were reported.